Event description:
This catheter was being utilized for a diagnostic cardiology procedure when it kinked at the tip/shaft junction. There was no reported injury to the pt. This report was received from an international source via a distributor. Subsequent attempts to acquire further info have been unsuccessful.